Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor triggered threshold suspend when customer's blood glucose was 44 mg/dl and sensor glucose was unknown. Customer mentioned the threshold suspend limit was set at 80 mg/dl. Sensor had bent cannula. After troubleshooting, customer will not be returning the insulin pump for analysis.